Event description:
Rn of home pt (hp) reports leak with homechoice set, noted after prime. Rn could not confirm exact location of leak. Hp disconnected and reset up with new supplies to complete treatment. No pt injury or medical intervention required per rn.